Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: - did the quantity of lot #s provided all break? No, these are just sample from the box they used to close skin. Suture problem was discovered upon changing the bandage on the wound. - or were the quantity of sutures/ lot #s provided all used, but only some broke? No, since problem was discovered days after they implanted the suture into the skin - did any patient experience a wound dehiscence? If yes, how many? Yes, on or two had to be re-stiched. - how was the wound dehiscence managed? Closed it again. - what does ¿pean¿ mean? ¿I pulled one of the loose knots with the help of pean, the thread end where the pean caught remained in the pean.¿ please explain. Based on google search it is a needle holder. - was this knot loose because the other end of the suture broke and caused the suture to loosen? Can¿t tell. - or did the knots untie post op? Can¿t tell. - if the knots untied post op, how many? Which lot #? They don¿t know which lot was affected since they discovered the problem post-up upon checking the wound. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure do not have such thing. All patient went under some sort of back surgery. Date and name of index surgical procedure? Do not have data. The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Spine surgery, suture was used for skin closure on what tissue was the suture used? Skin closure what was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal how was the suture placed (interrupted or continuous)? Mixed how was the suture tied (square knot or multiple knots one end)? Can¿t tell what tissue dehisced? Were there any patient stress factors that precipitated the event of suture breakage post op? Some patient¿s wound had to be proximated again. Onset date/time of dehiscence? (# post op days) can¿t tell how was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. Please describe the appearance of the suture during the second procedure. What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. I was returned. Related medwatch reports: 2210968-2023-06558, 2210968-2023-06559, 2210968-2023-06739, 2210968-2023-06740, 2210968-2023-06741.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Post operatively, in the emergency room on the fourth floor, the thread used to close the skin was either torn or they were torn during the disinfection of the skin, or the knot. The doctor opines that this is not a one-off case, and especially not due to a surgeon's technical error. Additional information was requested.

Manufacturer narrative:
Product complaint # ==>(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - how many patients experienced torn thread or knot breakage? - did the quantity of lot #s provided all break? - or were the quantity of sutures/ lot #s provided all used, but only some broke? - did any patient experience a wound dehiscence? If yes, how many? - how was the wound dehiscence managed? - what does ¿pean¿ mean? ¿I pulled one of the loose knots with the help of pean, the thread end where the pean caught remained in the pean.¿ please explain. - was this knot loose because the other end of the suture broke and caused the suture to loosen? - or did the knots untie post op? - if the knots untied post op, how many? Which lot #? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.